Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a procedure performed on an unknown date. According to the complainant, the scope was defective. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A fuse 1c colonoscope was returned for analysis. A functional evaluation of the scope could not confirm the reported center image loss. The scope could not be angulated down due to a broken cable. The noted failure is likely due to an unexpected or random component failure. Also, the l2 led on the left side of the scope was found to be missing. The noted issue is likely due to improper handling of the device. Since the reported center image loss could not replicated, the reported problem was not confirmed. Therefore, the assigned probable root cause classification is not confirmed - returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the investigation results, which could not replicate the reported center image loss, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a procedure performed on an unknown date. According to the complainant, the scope was defective. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.